Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was blank display. Customer experienced a low blood glucose and the low blood glucose value was 127 mg/dl. Customer treated with food for low blood glucose. Customer stated that the screen was blank. Customer stated that the insulin pump was beeping. Customer also stated that he insulin pump was exposed to water. The product will return for the analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest and displacement accuracy test. Pump passed the delivery accuracy test. No unexpected over delivery/under delivery anomalies noted during testing. No audio/vibrate anomalies/absence of alarms, blank display anomalies or missing segments noted during testing. No intermittent button response/no button response anomalies noted during testing. All buttons function properly; however moisture damage on keypad traces noted during visual inspection. Unit received with high sleep current measurement and active current measurement due to moisture damage on all electronic assemblies. No belt clip received with unit. Unit received with cracked case next to belt clip rail corner. Unit received with moisture damage on force sensor assembly and motor assembly.